Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked battery door and right plunger case. During analysis, the reported problem was duplicated, the pump turned on with blank screen with constant alarm. It was noted that the interconnect board does not operate as intended and was the cause of the reported issue. Service replaced the interconnect board, performed power up process and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that after the system was reset, the smiths medical medfusion pump could not turn on and exhibited constant alarm. No adverse effects were reported.